Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited 47 mode switch episodes due to noise. This was replicated with arm/shoulder manipulation, but only when programmed at 7.5v.